Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1tkes, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1tkes, ubd: 03-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The health care professional (hcp) had called for compatibility guidelines for an MRI and noted that the patient¿s ins was removed b ecause the patient had needed an MRI reported that during the explant, the lead fractured and part of the lead remained implanted. The caller stated they were not sure when the explant procedure took place. No further complications were reported at this time.